Event description:
During a review of the pump's event history by baxter canada personnel, a colleague infusion pump was found to have experienced failure code 810:13, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Event description:
The facility representative contacted baxter to report a flo-gard in which had a failure that occurred during patient therapy. The patient line disconnected from the machine to go to the bathroom. Returning from the bathroom, the device is turned on and the device starts giving the message of common failure. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time. The device has been returned unrepaired.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received at baxter. A follow-up medwatch report will be submitted if the device is sent back to baxter for evaluation or if additional information becomes available.